Manufacturer narrative:
Qn # (B)(4). The device has not been returned for investigation.

Event description:
On (B)(6), staples were found jamming during use on the patient. Involved 2 pcs on the same patient in the same time.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the staples appeared misaligned. The stapler was returned with 27 staples left in the cover block, indicating that at least 8 staples were fired by the end user. The sample appears used as there was biological material present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple fired. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the staples was preventing the staples from moving down the track and into the forming tool. The stapler was disassembled , and it was confirmed to have been assembled correctly. No other defects or anomalies were observed with the device. It could not be determined what exactly caused the staples to misalign. Several actions to mitigate defects for this issue were established as part of nonconformances. The returned sample was manufactured prior to these corrective actions. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. In summary, the reported complaint of "misfire/jamming - info not provided" was confirmed based upon the sample received. Visual examination revealed that the staples appeared to be misaligned. Upon functional inspection, the misalignment of the staples prevented any staples from firing. The sample was disassembled , and no other defects or anomalies were observed. It could not be determined what caused the staples to misalign. Several actions to mitigate defects for this issue were established as part of a nonconformance. The returned sample was manufactured prior to these corrective actions. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
On 8 aug 2022, staples were found jamming during use on the patient. Involved 2 pcs on the same patient in the same time.

Event description:
On 8 aug 2022, staples were found jamming during use on the patient. Involved 2 pcs on the same patient in the same time.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A verification of failure mode reported in the current manufacturing process was conducted as follows: (B)(4) staplers were taken from the current production from p/n 528235 visistat 35w 6/box lot# 73h2200424 the staplers were functionally inspected (fired) and issue reported "misfire/jamming - info not provided" was not observed in the current manufacturing process, the staples were loaded and released correctly. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.